Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. During the customers hospitalization, the blood glucose reading was 30 mg/dl. Customer stated that she over-corrected for dinner. Customer declined troubleshooting. The blood glucose reading was 90 mg/dl. Nothing further reported.